Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2011-01694 and 3005099803-2011-01696 address the other devices. It was reported to boston scientific corporation that three resolution ii clips were used during a hemostasis procedure in the colon performed on (B)(6) 2011. According to the complaint, during the procedure three clips failed to release from the catheter. However, the nurse torqued the handle and the clips deployed onto the mucosa. Once released, the three clips remained in place and functioned as intended. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device revealed that the handle was locked and the clip assembly was deployed and not returned. No damage was observed to the mini-sheath. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. The reported event of "clip failed to release from catheter" was not able to be confirmed as the clip assembly was not returned. However, this failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause for this complaint is operational context.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2011-01694 and 3005099803-2011-01696 address the other devices. It was reported to boston scientific corporation that three resolution ii clips were used during a hemostasis procedure in the colon performed on (B)(6), 2011. According to the complaint, during the procedure three clips failed to release from the catheter. However, the nurse torqued the handle and the clips deployed onto the mucosa. Once released, the three clips remained in place and functioned as intended. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient is over 18 years old. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.